Manufacturer narrative:
Continuation of d10: lpa1200 lead (x2) implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that while they were on their way home from the hospital post-implant, their heart was beating harder and fluttering. The patient was then feeling okay that night but the next day, their heart was back to beating harder. It was determined that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was performed one week and the lead was turned off the following week. The patient was to undergo a multi-gated acquisition scan to determine if a lead revision was necessary. The lead remains in place. No further patient complications have been reported as a result of this event.